Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on continuous glucose monitor due to needing settings adjustments. The customer did not address the bg level at the time of reporting. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.